Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. The reported electrical buzzing sound and burn smell did not occur. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. An electrical buzzing sound and burn smell did not occur while the cycler was powered on with the known good inverter board. Removed functioning inverter board from the touch screen at the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. A device history record review found a prior occurrence of blank screen. A failure analysis problem report indicated on 3/12/19 that the failure was due to a defective back plane assembly. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler had an electrical buzzing sound and then the screen went blank during step 1 of setup. The patient reported a burning smelling which they described as burning plastic. The ok and stop keys were on and the cycler was rebooted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date not provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.